Manufacturer narrative:
Continuation: product ID 8703w lot# serial# (B)(4) implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-oct-25. It was reported that the patient was having an MRI to "look for the itb catheter tip and granuloma." When asked if the patient had a granuloma the hcp stated "it looks like." No other information was provided. No further complications were reported.

Manufacturer narrative:
B1 updated to adverse event and product problem to correctly reflect this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that during the dye study there was slow, sluggish aspiration of cerebrospinal fluid. The MRI was done without evidence of a granuloma. The cause of the catheter issue was not determined. The hcp was planning to reuse/replace it. The catheter issue was not resolved. The pump was likely functioning; the patient needed a catheter exchange. The patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product: ID 8703w, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #:(B)(4), ubd: 20-apr-2000, UDI#: (B)(4). Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient had a 20 year old catheter implanted, and it was leaking or collapsing because it was not pumping right per the dye study that was performed. It was not flowing correctly. An MRI (magnetic resonance imaging) was planned. There were no reported symptoms. No further complications were reported.